Event description:
It was reported that the customer's insulin pump screwed the reservoir into the insulin pump after refilling it and saw that there was damage. The customer stated that it was cracked and that a piece was missing, inhibiting the reservoir from staying in. The customer's blood glucose was unknown. Troubleshooting was done. The customer did not believe the damage occurred from dropping the insulin pump although she did drop the insulin pump before. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, and missing reservoir tube o-ring.